Event description:
An endurant aui stent graft system was implanted in patient for endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. Aptus endoanchors were prophylactically implanted during the index procedure. The proximal aortic neck diameter measured 25 mm at 1 mm below the lowest renal artery, 27 mm at 10 mm below the lowest renal artery, 30 mm at 15 mm below the lowest renal artery, and 35 mm at 20 mm below the lowest renal artery. The proximal aortic neck length measured 6 mm. The proximal aortic neck angle measured 45 degrees. 20 percent of the seal zone was covered by thrombus and 15 percent of the seal zone was covered by calcium. It was reported that at the end of the index procedure, a proximal type I endoleak and type IV endoleak from the endurant ii aui stent graft were observed. The cause of the type ia endoleak was not known but it resolved without treatment. On an unknown date post index procedure, the patient had infection. Per the investigator, the infection was related to the index procedure. The patient was given medication, and the infection resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: the cause of the proximal type I endoleak observed at the end of the index procedure, that resolved without intervention, could not be determined from the films provided. Films during implant were not available for review, and the endoleak could not be assessed. Follow-up CT¿s were non-contrast. It is possible that implanting within the short length neck, which also contained thrombus and calcification, may have contributed. The cause of the type IV endoleak was likely due to fabric porosity. The cause of the reported infection which resolved with medication could not be determined.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.